Event description:
CUSTOMER REPORTED UNEXPECTED NEGATIVE REACTIONS ON THE GALILEO WHEN PROCESSING ABID WASSAY. AN ANTI-E ANTIBODY WAS NOT DETECTED IN A PATIENT SAMPLE.

Manufacturer narrative:
"The customer did not return product or sample for investigation testing. It is not possible to rule out the sample as a cause ofthe event."